Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had bolus stopped alarm all the time. The customer¿s blood glucose was unknown at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and the displacement test. Programmed several bolus deliveries and did not initiate the deliver bolus selection. The bolus not delivered alert activated at 30 seconds of keypad inactivity properly each attempt. Programmed several bolus deliveries and initiated the deliver bolus selection. All boluses delivered properly each attempt. The bolus not delivered alert is working properly, and no delivery anomalies noted during testing.